Event description:
It was reported that a small volume infusor leaked saline inside of the housing and the bladder did not inflate. This was noticed during filling by syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 15 to 16, 2024. H11: the device was received for evaluation. Visual inspection was performed which identified fluid inside the housing. Further inspection revealed the leak inside the housing was due to missing the upper film-wrap that fastens the bladder to the stressmember. As a result, the bladder would not inflate during fill and the fluid would leak inside the housing. The reported condition was verified. The cause of the missing film-wrap is related to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.